Event description:
A physician reports a 57 yer old male developed increased intraocular pressure following left eye cataract surgery using healon 5 viscolastic. His pre-operation intraocular pressure was 13 mmhg and visus was 0.6. On 12/21/98, he had cataract surgery using healon 5. On 12/22/98, his intraocular pressure increased to 40 mmhg. He was treated by anterior chamber lavage (slitlamp) and diamox. On 1/11/99, visus was 0.6. Post surgically, it was noted (date unk) the left anterior chamber was deeper than the right, which the cause is unk. He also had epithelial edema and mydriasis. The lens was clear. The outcome was reported as recovered with sequelae. The reporting physician commented, the causality between the event and healon 5 seems probable; it was, however, rather due to incomplete removal, than (due) to the product itself.